Event description:
It was reported that a spectrum iq pump had failed preventive maintenance, volume to be infuse (vtbi) was outside parameters. The test was 40 ml/hour with 20ml vtbi and infusion time of about 30 minutes which was run on basic mode with only water. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue "volume to be infused (vtbi) was outside parameters" could not be reproduced during evaluation. A review of the event history log revealed three infusions matching the reported parameters (rate: 40 ml/hr and vtbi: 20ml) were programmed and ran to completion without interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.